Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025, the patient's dexcom sensor failed approximately two days after placement on the arm. There was no information available regarding the mobile device display prior to the failure (e.g., egv, alerts, or alarms). The patient reported feeling tired and went to sleep without removing the sensor. Approximately two hours later, her son found her unresponsive and unconscious in bed. He did not check her manual blood glucose (bg) and called paramedics at approximately 12:41 pm. Upon arrival, paramedics measured the patient's manual bg at 21 mg/dl. When the patient regained consciousness, she observed that glucose jelly was being administered. She was then transported to the emergency room, where her bg was recorded at 24 mg/dl. At this time, the patient was not wearing her dexcom device. The patient received a glucose drip and remained hospitalized until approximately 2:00 pm on (B)(6) 2025. Her bg was 199 mg/dl prior to discharge. The patient reports that she is feeling fine now. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.